Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager needed to be realigned. The customer reported that the backing adhesive was failing on the hasp, causing it to be misaligned and fail. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a remote manager failure. A field service engineer realigned the hasp to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.